Event description:
Cancer specialist contact created digitally reconstructed radiographs (drr's) with an isocenter not matching that of an intensity modulated radiation therapy (imrt) plan. Drr's were used to set up and treat the patient for three fractions. Contact called varian for guidance on using eclipse to analyze the does that was delivered to the patient. Per follow-up conversation on 3/13/06, contact determined that no serious injury had occurred. Contact also concluded that hte incident was due to use error and did not involve equipment malfunction.